Event description:
It was reported that the patient fell out of the bed. Then he had a huge haematoma, and no hearing sensations any longer. Testing showed that the device has malfunctioned. The patient was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted, and has been returned to med-el, where it will be evaluated. When available, a device failure analysis will be submitted as follow-up report.